Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report.

Event description:
The sales representative reported that the aquacel ag cavity dressing had dark stains on the center of the dressing when opening the peel-pack